Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high reading of "410 mg/dl". This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self adjusting insulin. On the morning of (B) (6) 2010, the pt obtained a blood glucose reading of "410 mg/dl" on the subject meter and took 20 units of insulin per her sliding scale. One hour after, the pt reportedly developed symptoms of sweating and obtained a blood glucose reading of "195 mg/dl". Subsequently, the pt tested her blood glucose again less than 1 hour later and obtained a reading of "38 mg/dl". The pt claimed that she did not receive any treatment at the time of concern. During troubleshooting, the customer care advocate noted that the pt did not have any control solution to perform a quality test. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia after she took insulin per an alleged inaccurate high reading. Replacement products were sent to the pt.